Event description:
It was reported that: "patient was emerging from anesthesia post right ring finger orif. During extubation the patient bit down at the point of connection between the mask and the shaft of the tube. The mask became lodged in the patient's airway causing flash pulmonary edema which required transport and admission to a local hospital for stabilization, patient was discharged 2 days later".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "patient was emerging from anesthesia post right ring finger orif. During extubation the patient bit down at the point of connection between the mask and the shaft of the tube. The mask became lodged in the patient's airway causing flash pulmonary edema which required transport and admission to a local hospital for stabilization, patient was discharged 2 days later".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.